Manufacturer narrative:
The location of the lead is not known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged one day post implant as confirmed via fluoroscopy. A revision procedure was performed wherein the lead was explanted and replaced with an alternate. No adverse patient effects were reported.